Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 8116436, 510k # (B)(4) was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, the patient underwent a posterior fusion surgery from th4 to l1 for adolescent idiopathic scoliosis. During the surgery, the dorsal profile of the crosslink being a concern, the surgeon tried to remove it but it got stripped. So the surgeon left it remaining in the patient. Post-op, as the patient experienced back ache, a revision surgery was performed for removal. Reportedly, the screw in the center of cross link has been a cause of back pain. During the revision, the crosslink got further stripped. So a rod placed under a cross-link at th10/11 was cut and all screws below th11 were removed. Bone union had been completed. As reported, there was a delay in overall procedure time as a result of this event, by less than 60 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.